Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR due to the reportable malfunctions, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. Since this reportable malfunction is associated only with the kit, this MDR will be only against the kit. A batch record review for kit lot n145 was conducted. There were no non-conformances associated with this complaint. This lot met all release requirements. A review of kit lot n145 shows no trends. Trends were reviewed for complaint categories alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. The customer complaint investigation was performed based on the customer description and the customer-supplied photograph. The kit and smart card were not returned for evaluation. Observations from the customer-provided photographs 1. The breakage occurred near the lower bearing stop. 2. The drive tube is severely twisted between the lower bearing stop and the top of the bowl. 3. The upper bearing is out of its retainer clip. 4. The centrifuge bowl is contained in the bowl holder. 5. The bowl is full of blood. 6. There is blood splatter on the wall of the centrifuge chamber. A known cause of a broken and twisted drive tube is when the drive tube is not rotating freely. It was not determined from the photograph why the drive tube was not rotating freely. A material trace of the drive tube assembly and its components used to build n145 found no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the drive tube break could not be determined. No further action is required at this time; this investigation is now complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report an alarm #7: blood leak (centrifuge chamber) and drive tube leak/break occurred with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Approximately 1443 ml of whole blood had been processed. The ecp treatment was aborted, and residual blood was not returned to the patient. The customer mentioned the leak occurred when the centrifuge's rotation increased to 4,800 rpm. The customer has returned photographs for evaluation. No patient harm has been reported.